Manufacturer narrative:
A trained health care professional sprained both ankles when they performed a "forced power off" in balance mode. The user was practicing all aspects of the ibot® to provide demonstrations to others. In the investigation the user indicated that he confused "forced power off" with the "power off request". Power off request has an additional step prior to shutting the down ibot®, which is what the user was expecting but was unsure of at the time of the event. He did not reference the manual. This is warned against during training and in the manual: "warning operating the forced power off when in balance or stair mode can cause the device to fall over. The device will fall unless someone is capable of keeping it upright in balance mode or you or your assistant can hold onto the handrail or assist handle in stair mode."

Event description:
User reported that he went into the menu and initiated a forced power off while in balance mode, which resulted in the device tipping over. The fall resulted in the user severely spraining both ankles.